Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The sram was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the exposure button was not working on the 9600 system. No pt injury was reported.